Manufacturer narrative:
A review of the device history record indicated the order was built to specification. One wet, used cassette was returned for this complaint. The returned sample was visually inspected and no obvious defects were found. The sample was then functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ophthalmic surgeon experienced no aspiration during a procedure on the left eye. The changing of the phacoemulsification handpiece did not provide a resolution. The cassette pak was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The date received by manufacture date provided in the initial medical device report was incorrect. The correct date was 06/08/2016 not 05/24/2016. (B)(4).